Event description:
It was reported that the pump "insulin on board" calculation (the amount of insulin efficacy remaining following the administration of an insulin bolus) was inaccurate.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.